Manufacturer narrative:
The result from 17:13 on (B)(6) 2017 appears to be discordant. A review of the instrument data files provided by the customer indicates that there were no fluidic or sensor issues at the time of the discordant result. The discordant result may have been caused by pre-analytical sample contamination either by room air or a bubble in the syringe. The measurement cartridge was not returned to siemens for evaluation.

Event description:
The customer reported a falsely depressed pco2 and a falsely elevated po2 on the rp 500 (B)(4) @ 17:13. There was no report of injury due to this event.